Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: arterial catheter had to be removed from patient due to crack in the hub which led to leaking. Leaking starts a few seconds after catheter was inserted. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports: arterial catheter had to be removed from patient due to crack in the hub which led to leaking. Leaking starts a few seconds after catheter was inserted. No patient harm reported. The patient's condition is reported as fine.